Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was turned off and had a blank screen. Troubleshooting was performed and found that the battery cap was loosed or cracked or damaged. The customer reported that they still received replace battery and power loss error message after getting the replacement battery cap. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Device case type: ngp customer returned device for alleged unexpected battery power loss and cosmetic damage located at the battery cap found on (B)(6) 2022. Device received without battery cap in place. The device passed the displacement test, active current test, sleep current test and self test. Successfully downloaded history files and traces using thump. The power management tool confirmed pump error was triggered when the backup battery unloaded voltage (ul vlith) was less than 3.7v for 240 consecutive minutes. Pump error was found in the history files/traces on october 20, 2022 at 11:00:00.000. Device was cut open and found no evidence of physical or moisture damage on the interior components. The connector was unplugged and plugged back in and device was turned on and left for 48 hours. Device was then redownloaded and power management graph was reanalyzed and confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were now within spec range. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay. Alleged unexpected battery power loss confirmed in the power management graph due to pump error occurrence. Pump error found was confirmed due to a connector resistance issue with the connector on electrical board 1. Unable to confirm alleged cosmetic damage located at the battery cap. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
Updated narrative: the device was returned for analysis.